Event description:
It was reported by remote transmission the implantable cardiac monitor (icm) showed noise on the patient activated events. The remote monitor was unable to generate a portable document format (pdf) report. Technical support (ts) will escalate the issue to product support for resolution. The icm remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.